Event description:
It was reported by the customer that bd pyxis¿ med station¿ es was skipping the doses. When nurses went to pull their medications, they found that the next dose due was disappearing from the list causing them to skip doses. This had happened multiple times and caused issues when pulling the meds for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the pyxis was skipping the doses. A technical support specialist investigated the issue, and the device events report did not show an override removal but showed the medication was removed and specialist contacted the customer who gave permission to close the case. The system functioned as intended after being assessed by the technical support specialist.